Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was observed prior to patient use. The device had been filled with fluorouracil 3860mg in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 08, 2020 - june 09, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed evidence of fluid (droplets) inside the bag that contained the device suggesting a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.